Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod for less than an hour hours they had pain at the pod insertion site. In addition the patient reports the pods needle had not retracted upon initial activation. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
The returned device was evaluated and the pod was received partially deployed with the formed needle visible past the exposed portion of the soft cannula. The slide insert was visible in the top housing viewing window and the linkage assembly was in the fully deployed state. Upon removal of the top housing, the formed needle was found to be unseated from the slide retract, indicating that the formed needle was installed incorrectly. Damage was observed to the slide retract due to the incorrectly installed formed needle. This incorrect installation resulted in the reported formed needle retraction failure.